Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the pca pump is alarming prior to completion of infusion "end of infusion," or "near end of infusion." The exact screen message was undetermined by the user. The syringe has volume remaining. No patient harm was reported.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the pca pump is alarming prior to completion of infusion "end of infusion," or "near end of infusion." The exact screen message was undetermined by the user. The patient was able to receive the full dose, but still had medication in the pump. There was no report of patient harm.